Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. During troubleshooting with tandem technical support, the transmitter and pump regained connection. In addition, it was reported that the pump time was inaccurate. Tandem technical support reviewed pump data and was unable to verify that a pump time change occurred. Customer acknowledged the pump may have been initially set incorrectly. Tandem technical support instructed the customer to adjust the pump time to be accurate. Customer's blood glucose level was 162-252 mg/dl.